Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, the nurse on neurological intensive care unit has heard a pop and saw a spark on the right side of patient's head coming from the flowtron excel pump. She immediately unplugged the pump from a powers supply, no injuries to patient nor caregivers occurred. When reviewing similar reportable events, we have found 3 other cases presenting similar symptoms as claimed in this complaint (a spark from the pump). However, the occurrence rate observed for this failure mode is currently considered to be very low. It has been established that the flowtron excel system was being used for a patient therapy at the time of the event and contributed to the outcome of the event due to a power cable malfunction damaged mains cable. Based on the above, the pump was found to have malfunctioned (not performing to specification) when the event took place. Following the information gathered, it is highly unlikely that the main cable of the pump would have failed suddenly without any external impact. The most likely sequence of events considers the power cable damaged due to a misuse (severed by the bed mechanism or other mechanical obstacle due to not being secured properly, left in use after being damaged, consequently leading to a short circuit of internal components, giving the effect of pop noise and a sudden spark. The instruction for use (IFU) for flowtron (B)(4) clearly states: "make sure that the mains power cable ([?]) Are positioned to avoid causing a trip or other hazard and are clear of moving bed mechanism or other possible entrapment areas." (General safety rules). "Check all electrical connections and power cable for signs of excessive wear" (routine maintenance, general care, maintenance and inspection). The possible sequence of events presented above seems to be the most probable and in line with the event description. Basing on the information available, it was found that the event was most likely caused by use error - not following the IFU at several points. Arjohuntleigh suggests to remind the staff involved of the device labeling, with a special attention paid towards a careful device handling and maintenance. This is to be communicated to the customer. Due to the nature of this incident we are reporting this event to competent authorities in the abundance of caution - even though no injury occurred there was a probability of harm with a high severity.

Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer (getinge (suzhou) co., ltd.) (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 the following was reported to arjohuntleigh: "nurse on neurological intensive care unit heard a pop and saw a spark on the right side of the patient's head. The nurse realized it was the flowtron excel. The nurse promptly unplugged the flowtron excel. Upon examination the nurse noted a tear in the cord with wires exposed on the floor. Flowtron excel taken out of service. No untoward patient effects."